Event description:
Philips received a complaint from the technician, reporting that the v60 ventilator was intermittently powering off. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was intermittently powering off. The technician stated that the complaint could not be duplicated; it was then reported that the power cord was functional with no damage noted. The technician also reported that the periodic maintenance (pm) was recently performed, and the battery was replaced. The technician requested that the device be evaluated. This investigation is ongoing.

Manufacturer narrative:
A field service engineer (fse) was dispatched, and it was reported by the fse, that the customer's issue could not be duplicated. The fse ran the device overnight, and the device did not power off. The fse verified that the power management (pm) board, and motor control (mc) board were properly seated on the central processing unit (cpu) board. No further actions were performed on the alleged malfunction. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the device was not in clinical use when the issue occurred. No patient or user harm reported. This investigation is still ongoing.